Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that placement signal unreliable alarm occurred. Upon inspection of catheter, it was noted to have a fracture at the red plug. Catheter was stabilized as to not have any further damage. The fractured 5.5 continued to function, the patient was supported and hemodynamically stable. The physician spoke extensively to the patient about exchanging the impella, but the patient declined the plan to exchange impella. The patient was bridged to a left ventricular assist device placement.

Manufacturer narrative:
The investigation of product damage (hole in catheter) has been completed. Pump was not returned for investigation. Without the pump the failure cannot be further investigated. Therefore, the root cause of the product damage (hole in catheter) issue was not determined since product was not returned. Data logs were investigated. At the time of the placement signal not reliable (psnr) alarm, there snr decreased to 0, contrast decreased, gain and lamp increased and light was stable. The placement signal never came back and the pump was explanted after a few days. Clinical information provided also mentions that there was a fracture noted on the catheter near the red handle. These symptoms are similar to that of a damaged fiber line. Therefore, the root cause of the optical signal issue was most likely a damaged optical fiber line caused due to excessive force.